Event description:
This lead was explanted and replaced due to dislodgement, which was discovered after the patient experienced an episode of syncope. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed approximately 12cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. At this position cuts in the insulation were observed which resulted most likely from the explanation procedure. Further analysis of the lead did not reveal any irregularity that may have contributed to the reported dislodgement. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.